Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far p-wave oversensing. Programming changes were made to resolve the issue, and the patient remained stable.